Event description:
Information was received indicating that this ambulatory infusion pump exhibited a low battery message. The patient changed out the battery and then the pump's screen went blank. The patient switched to their back up pump. No adverse patient effects were reported.